Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that over the prior month the patient had some seizures. At the time of report the patient was on anti-seizure medication, depakine, and seemed ok. The patient seemed very spasmodic but was not seizing. The patient¿s tongue was also moving involuntarily. Physician listings were requested as the patient needed a health care provider to check the patient¿s pump. The pump was used to infuse baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.